Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm displayed a value of low mg/dl and was reported to be ¿jumpy¿ with erratic fluctuations, while a bg meter reading obtained by a healthcare professional indicated a glucose level of 175 mg/dl. The patient was asymptomatic at the time. It was documented that the patient received treatment with unspecified food and/or beverage; however, the individual who administered this treatment was not specified and the intervention was presumed to be in response to the cgm reading. Despite the bg meter measurement being performed by a healthcare provider, no additional details regarding consultation or clinical evaluation were reported. The patient requested that the event be documented for monitoring purposes only. At the time of reporting, the patient was reported to be doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). 3004753838-2026-129450 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error, a correction was updated on 4/13/2026. Further clarification from the patient confirmed that he presented to a clinic rather than being hospitalized, and no treatment was provided beyond routine diabetes management, including blood glucose meter testing. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.